Event description:
A pt sample generated an initial axsym total bhcg assay (lot 10536q102) result of less than 5.0 miu/ml. The sample was tested on another axsym analyzer in the lab with the same lot number of reagent and generated results of 106.0 and 102.0 miu/ml. The sample was then repeated on the initial axsym analyzer with a result of 104.0 miu/ml. Controls were within specifications. There is no impact to pt management reported.